Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform excessive no delivery test due to motor error alarm at bolus delivery and verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a prime attempt. The blood glucose reading was 135 mg/dl. No significant events leading to the alarm were observed. The customer also reported a no delivery alarm which was resolved by a complete infusion set change. The blood glucose reading at the time of the no delivery alarm was estimated to be 150 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.